Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number192-000j / lot m216860 and test base part number 192-430 / lot m216860. The lot met the required release specifications. (B)(4). Based on the above summary, the investigation is deemed complete h3 other text : device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 on 28feb2023.per customer, the patient received a positive result with ID now covid-19, and a negative result with a pcr (unknown platform) test.also,the patient was transferred to the original hospital and tested again, which was negative. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with ID now covid-19 on (B)(6) 2023.per customer, the patient received a positive result with ID now covid-19, and a negative result with a pcr (unknown platform) test.also,the patient was transferred to the original hospital and tested again, which was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.